Event description:
1 of 2 olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system (svs) for the treatment of severe emphysema in a post-market setting. On (B)(6) 2024 the patient underwent multiple spiration valve placement in the right lower lobe under general anesthesia. One 7mm valve was placed in rb8, one 7mm valve was placed in rb9, one 7mm valve was placed in rba10, one 9mm valve was placed in rb 7, and lastly, an additional 9 mm valve was placed in rb6. Post procedure the patient was monitored in a hospital bed and had a chest x-ray performed. On (B)(6) 2025, the patient experienced shortness of breath and was treated in the emergency room with azithromycin and prednisone and discharged. The event was considered related to the device due to valve migration of the 9mm valves in rb6 and rb7. On (B)(6) 2025, the 9mm valves in rb6 and rb7 were removed due to valve migration and replaced.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.